Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had open book image. Customer¿s blood glucose level was unknown. The customer was also advised that the insulin pump needed to be replaced and was shown how to put the insulin pump in storage mode. The device will not be returned for analysis.